Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported that the pt lost stimulation and was unable to locate her ipg with the charging system. The ipg is allegedly at an odd angle as if it has flipped or is on its side. The physician plans to perform an x-ray of the ipg. A new charging system was sent to the pt; however, it is currently undetermined whether the new charger resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.